Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was not detected on bus. A field service engineer (fse) observed no failed hardware or out-of-range pockets. Preventive maintenance was performed on drawer 2.1, including reseating the pyxibus and ribbon cable connections to the drawer controller. Hardware test application was executed, all pockets were released, and the ribbon cable connection to row d cubie tray was reseated. Inventory of row d was completed successfully with no failures detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es half height cubie drawer row d was not detected on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. However, there were no adverse events or injuries reported based on this event.